Manufacturer narrative:
(B)(6). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. Investigation conclusion: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that a broken syringe was found before use with a syringe safety 3 ml ll 22 x 1. The following information was provided by the initial reporter, "syringes with cracks or broken longitudinally in the device body."